Event description:
During routine testing of the device at the service center, the service technician reported the ball plunger on "a" side was difficult to operate and did not function as expected. This calibrator was originally returned for repair due to a "cf0b" error code. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.